Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Additionally, the pump battery could not be charged. Reportedly, the pump was charging during the reported events. The customer's blood glucose was 100 mg/dl. The pump successfully charged by using an alternate wall adapter to charge the pump.